Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loosened, the grips were pushed together, and damage was noted to the device, the device was confirmed from the strain relief, the device was returned with approx. 7mm of the stent exposed, the blue outer sheath was approx. 11.3cm away from the strain relief, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 27mm and 29mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. The distal end of the push rod was observed to have dried biologics adhered to the stainless steel. Due to the damage to the returned device, the stent was unable to be deployed fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the implantation of a protege everflex in the right superficial femoral artery at the mid location, the device did not open upon release. The lesion at the site exhibited moderate tortuosity and calcification, with a stenosis of 60%, an artery diameter of 6 millimeters, and a lesion length of 180 millimeters. The lesion was pre-dilated, and no resistance or excessive force was encountered during the procedure. To complete the procedure, the stent was replaced with one of the same specification. When the device was returned for evaluation it was noted that the stent was exposed.